Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. There was no impact to the customer's blood glucose level. The cause was unknown. The customer corrected the time to resolve the issue.